Event description:
It was reported that the rigid video scope had green image. The malfunction was observed during setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "green picture"" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the r-unit (charged coupled device) is broken, the fiber bonding in the outer tube area (distal end) is damaged, and the outer tube has a dent. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. The r-unit (charged coupled device) is broken and therefore the image is green. A definitive root cause could not be identified for the broken r-unit (charged coupled device), damaged fiber bonding in the outer tube area (distal end), or dent on the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.